Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench/service code) has been confirmed. Upon evaluation, the computer analog board resets when the board is flexed near the ram and flash components. The root cause of the ram and flash components causing intermittent resets when the ca board is flexed cannot be positively determined but is likely the result of faulty connections. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that his monitor was not working properly. It alternates between making a high-pitched noise and displaying a service code. The patient was issued a replacement monitor.